Event description:
Additional information received from the patient reported that the shocking started about 3 weeks before the device was replaced.

Event description:
Information was received regarding a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor. The patient was being shocked by their implantable neurostimulator (ins) so it was replaced.

Event description:
Additional information received from the patient reported that the shocking began in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.